Event description:
Patient underwent cataract surgery in 2001 and implantation of staar model cc-4204bf intraocular lens in left eye. The doctor was attempting to implant the lens but was unable to get it into the capsule bag. The doctor is unsure to why not able to get the lens into the bag and had to cut the lens in half to remove. The doctor implanted other staar lens. However, due to trying to get the lens in the bag, removal of the lens and implanting another, the patient developed corneal edema. The patient is a diabetic, had very poor vision after the procedure, and was given muro-128 to pull the fluid out of the eye. On the first day there was still quite a bit of swelling but, the first week post-op visit the swelling had subsided and the patient was very happy with vision and is doing well.